Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, and emotional/psychological suffering. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with an excision of exposed mesh and reclosure of vagina with cystoscopy due to mesh extrusion through the vagina. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.